Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while changing out their infusion set. Customer's blood glucose was 273 mg/dl. It was also found insulin was squirting out during a manual prime. The customer also reported they were unable to exit from the preparing to prime loop. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump was received with broken battery tube threads, minor scratches on the lcd window, a cracked case at the reservoir tube window corners, and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.